Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a transeptal puncture needle was used to puncture the septum. While pulling back the needle, the patient experienced an atrial fibrilation. It was not possible to insert a transeptal dilator without force. A second transeptal puncture was completed successfully and the dilator was inserted. A small amount of bleeding was visualized around the aorta, but the patient remained stable. The steerable guide catheter (sgc) was prepared and advanced within the patient. When the sgc was positioned within the left atrium, the patient's blood pressure dropped. The sgc was retracted into the right atrium and chest compressions were initiated. The puncture was bleeding significantly, the blood was aspirated. Chest compressions were continued, while the sgc was straightened and retracted. The patient was attempted to be treated surgically, but was unsuccessful. The patient was declared dead on the operating table. No additional information was provided. The documented cause of death was bleeding of the heart and bad overall conditions

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the steerable guide catheter (sgc). Based on available information, causes for the reported hypotension and cardiac arrest were unable to be determined. The cause of death appears to be related to a combination of poor patient condition and bleeding of the heart. The reported tissue injury appears to be related to procedural conditions (second transseptal puncture). A cause for the reported hemorrhage could not be conclusively determined. The reported patient effects of hypotension, death, cardiac arrest, tissue injury, and hemorrhage are listed in the mitraclip g4 system IFU as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and medication were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a transeptal puncture needle was used to puncture the septum. While pulling back the needle, the patient experienced an atrial fibrilation. It was not possible to insert a transeptal dilator without force. A second transeptal puncture was completed successfully and the dilator was inserted. A small amount of bleeding was visualized around the aorta, but the patient remained stable. The steerable guide catheter (sgc) was prepared and advanced within the patient. When the sgc was positioned within the left atrium, the patient's blood pressure dropped. The sgc was retracted into the right atrium and chest compressions were initiated. The puncture was bleeding significantly; the blood was aspirated. Chest compressions were continued, while the sgc was straightened and retracted. The patient was attempted to be treated surgically but was unsuccessful. The patient was declared dead on the operating table. No additional information was provided. The documented cause of death was bleeding of the heart and bad overall conditions.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.